Event description:
It was reported that post implant a laparoscopic adjustable gastric band, during routine fills, fluid could be injected but not withdrawn. The surgeon performed a fluoroscopy and an endoscopy and nothing was apparent from the testing. The patient was scheduled for a diagnostic procedure on (B)(6) 2011 an the tubing was noted to be kinked. A port revision was done. The original tubing was cut proximal to the kink and a new port was placed. The patient was released home in stable condition. The patient has received four fills and had an approximate volume of 7.5 ccs in the band.

Manufacturer narrative:
(B)(4). The velocity port, locking connector and tubing strain relief were returned for analysis. Upon visual inspection, the port was returned in the locked position with hooks deployed, the locking connector was not assembled to the port and the tubing strain relief was disconnected from the locking connector. Functional tests were performed and no issues were noted with the returned components. The complaint was not confirmed; the returned device was fully functional and root cause of the reported event could not be determined. No evidence of a kink in the tubing could be established as the band tubing was not returned. A review of the product instructions for use (IFU) was performed. It was noted that detailed instructions with regard to tube placement was contained within the IFU as follows: pass the tubing through subcutaneous tissues above the fascia until the tubing reaches the location for the injection port. Confirm that the tubing placement does not create a kink in the tubing and that the one-way valve is visible. A DHR review was performed and no discrepancy related to the reported event was associated with this lot number was found.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.